Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be determined. The controller event log file contained events spanning from 14sep2024 to 16sep2024. No notable alarms were captured, and the pump operated as intended at the set speed. Additional information regarding the event was requested from the account; however, no further information has been communicated at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. B) contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists cardiac arrhythmia as a potential late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for ventricular fibrillation. Log files were sent for review showed no unusual events recorded in the log file event history.

Manufacturer narrative:
A1-a6: missing patient information pending follow-up with hospital no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.